Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the high care department during insertion. The swg was inserted into the (B)(6) year old patient using the seldinger technique. During the removal of the swg fro the needle, the user met resistance. After the user managed to pull the swg out of the needle, the user noticed that the swg appeared "abnormal". The user reported that the external wire (core wire), which was broken. As a result, another swg was used to complete the procedure successfully. There was a delay reported, however, there was no harm to the patient. There were no complications, death, or injury reported as a result of this occurrence.